Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump began to alarm and had a blank display. The buttons did not respond and the battery was removed. A crack was noted on the insulin pump case and it may have been exposed to sweat. The blood glucose reading was 10 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the pump received with a constant flashing white light on the display and constantly beeping due to vertical cracks on the lcd controller. Unable to verify the button keypad unresponsiveness due to the constant flashing white light on the display. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, a cracked case behind the pump near the battery tube compartment and cracked battery tube threads.